Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced an adhesive failure on (B)(6)2026 as the patient was in a hot tub and the extended infusion set came off which resulted in high blood glucose level. No further information is available.